Event description:
It was reported that during an unknown procedure, the ¿clips were not forming correctly.¿ a second device of same code was opened and same issue occurred with second device. It is unknown how case was completed. There were no patient consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. A bag with two clips with gap was returned along with the instrument.in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected seven clips. Finally, it locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.